Event description:
Information was received indicating that at the end of therapy of chemotherapy, inaccurate flow with under-delivery was noted on a smiths medical cadd administration set. No adverse effects were reported.